Event description:
Bought smart watch that said measures blood glucose levels. It's totally doesn't. It has predetermined blood glucose cycle, have no effect on what and when you eat. Reference report: mw5152226.

Event description:
Additional information received on 15-mar-2024, for mw5152227. Correcting procode information.